Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was programmed to unipolar mode and would not accept programming to bipolar mode. The programmer screen displayed contact error.